Event description:
It was reported by a user that a pt woke during surgery due to presumed light anesthesia. The user switched to another agent to finish the procedure. No pt injury or recall has been reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.

Manufacturer narrative:
Pt info has not been made available.